Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, it was reported that the user experienced hypoglycemia with a blood glucose (bg) reading of 49 mg/dl. The user treated the low with glucose tablets and returned to range. The user did not have a glucometer available for confirmation. The ilet did alert for the low. No outside assistance or medical intervention was required.